Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, eight (8) fast-fix 360´s t2 implants deployed prematurely after the t1s were deployed. The ts were removed from the patient using tweezers. The procedure was completed using a s+n back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported devices were received for evaluation. A visual inspection revealed they are not in their original packaging. Insertion devices 1 and 2 were returned in the pret1 setting with no suture or implants returned, device 3 was returned in the pret2/postt1 setting with no suture or implants returned, devices 4 and 5 were returned with the actuator bar fully extended, no suture or implants were returned, device 6 was returned with the actuator bar fully extended, the cut suture and t2 implant was returned (t1 had been cut away and was not returned), device 7 was returned in pret1 with the cut suture and t2 returned off the insertion device, device 8 was returned with the actuator bar fully extended behind t2 and t1 cut away from the suture and not returned. There is biological debris on the returned items. A functional evaluation was performed on the returned devices and found devices 1, 2, 3, and 7 cycled as designed; devices 4, 5, 6 and 8 did not cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include excessive force on the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.